Event description:
The customer contacted physio-control to report that their device issued the "connect electrodes" message when it was attached to the patient. The issue occurred while in use on a patient, physio-control performed a clinical review of the device data and determined the device use did not cause or contribute to the patient outcome.

Manufacturer narrative:
The initial MDR report indicated: physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control reviewed the device data and verified the reported issue. The cause of the reported issue could not be determined. The MDR report should have indicated: physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control evaluated the customers device and was unable to duplicate the reported issue .the customer declined unrelated repairs the device was scrapped by physio-control and the customer was provided a replacement device. Physio-control reviewed the device data and verified the reported issue. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control reviewed the device data and verified the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device issued the "connect electrodes" message when it was attached to the patient. The issue occurred while in use on a patient, physio-control performed a clinical review of the device data and determined the device use did not cause or contribute to the patient outcome.